Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after approximately 41 months of support on the lvad, the patient was brought into the hospital for observation on an unground patient cable after reporting red heart alarms immediately after connecting to the power module. The patient had undergone a prior external lead replacement and it was reported that there may be an area of concern near the point of the repair. Additional information provided to the MFR indicated that the hospital decided to move forward with a device replacement instead of a percutaneous lead repair. A pump exchange to another lvad was successfully completed.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.